Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41541 (1003). There was unknown patient involvement.

Manufacturer narrative:
Additional information: a1-a6, b3, and b5. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the latch sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received indicating that there was no patient involvement. Issue was found during power up of the device.